Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had experienced progressive impedance issues, which her health care provider attributed to the patient's active lifestyle. The neurostimulator had been "programmed around a couple leads for a while." On (B)(6) 2010, impedances for all combinations were >4,000 ohms with the exception of 0-3. In (B)(6) 2011, all combinations were again >4,000 ohms and the battery was approaching a normal end-of-life status (having served 8,001 hours at that time.) It was reported that the patient had a fractured lead and underwent a lead revision on (B)(6) 2011 to replace the lead. The neurostimulator was replaced at that time as well, as the battery was at 30% remaining useful-life.